Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of power cable disconnect (pcd) alarms was confirmed. The system controller (serial number: (B)(6)) was returned for analysis and a log file was downloaded for review. A review of the downloaded log file showed events spanning 2 days ((B)(6)2021, (B)(6)2000 per time stamp). Events occurring on (B)(6)2000 took place during lab testing at abbott and the date is indicative of the clock not being set. Multiple intermittent pcd alarms are captured throughout the file between 10:06:08 and 11:36:38 on (B)(6)2021 while connected to either battery power or the mobile power unit (mpu); these coincide with reports of an invalid relative state of charge (rsoc) faults on the white cable. There were no other notable alarms active in the log file. Pump operation was not affected; the pump maintained a speed above the lower speed limit (lsl) when the driveline was connected to the system. The system controller underwent preliminary testing; however, failed preliminary testing due to an active pcd alarm. The power cables were replaced with test cables, and the no further pcd alarms occurred. The system controller underwent functional testing and was able to support pump function for an extended period of time. The original power cables that were removed from the controller were further investigated and found to fail electrical continuity testing. The power cables were stripped, and several broken wires were found under the strain relief of the white lemo connector: these were the brown (rsoc), the red/white (ground) and yellow (alarm out) wires. The root cause of the reported power cable disconnect alarms was conclusively determined to be due to broken wires in the white power lead of the system controller. The device history records were reviewed and the hm3 system controller (serial #: (B)(6)) was found to pass all manufacturing and quality assurance specifications. The heartmate iii instructions for use (IFU) section 6 ¿patient care and management¿ states ¿it is extremely important that the system controller power cables be protected from kinks, sharp bends, and repeated bending. This is especially applicable if the patient is active. Damage to the power cables, depending on the degree, may impair pump function.¿. The heartmate iii patient handbook section 5 ¿alarms and troubleshooting¿ states ¿check the driveline, system controller power cables, and mobile power unit patient cable for twisting, kinking, or bending, which could cause damage to the wires inside, even if external damage is not visible. Damage to the driveline or cables could cause the left ventricular assist device to stop. If the driveline or cables become twisted, kinked, or bent, carefully unravel and straighten.¿ the heartmate iii IFU section 7 ¿alarms and troubleshooting¿ and the heartmate iii patient handbook section 5 ¿alarms and troubleshooting¿ address how to interpret and troubleshoot alarms, such as the power cable disconnect and low battery power alarms. The heartmate iii patient handbook section 6 entitled ¿equipment maintenance¿ and the heartmate iii instructions for use section 8 ¿equipment storage and care¿ address how to properly care for, maintain, and store the equipment for proper use. In the emergency contact list, the heartmate iii patient handbook notes to ¿call your hospital contact if you think that, for any reason, any portion of your equipment is not functioning as usual, is broken, or you are uncomfortable with the operation of the equipment.¿ no further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient had issues with their controller power cables which caused intermittent "power cable disconnected" alarms. The controller was exchanged. No additional information was provided.